Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent an essure sterilization and a novasure" on (B)(6) 2016. The patient's medical history included parity 5. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy / abnormal bleeding"), mobility decreased ("mobility issues") and mental disorder ("psychological / psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, mobility decreased, mental disorder and weight increased had resolved. The reporter considered genital haemorrhage, mental disorder, mobility decreased, pelvic pain and weight increased to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2015. Insertion details: the essure devices were inserted with ease. She then went on to have a novasure endometrial ablation which treated the vast majority of the uterine cavity with just a little area of sparing of endometrium at the fundus. Essure inserts- left + right 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: both essure coils are in optimal position. The uterus is anteverted and normal in size. There is a possible small intramural fibroid but otherwise normal uterine appearances. Normal appearances of both ovaries. X-ray - on (B)(6) 2018: bilateral essures in situ. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received - reporters, date of birth, medical history, lab data and event underwent an essure sterilization and a novasure added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in a 32 year-old female patient who had essure inserted (lot no. He01138). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("underwent an essure sterilization and a novasure" on (B)(6) 2016). The patient had a medical history of heavy menstrual bleeding, multi gravida, genital bleeding, skin warm, illness, pain abdominal, vaginal bleeding and parity 5. Previously administered products included: mirena, depo provera and oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy / abnormal bleeding"), mobility decreased ("mobility issues"), mental disorder ("psychological / psychiatric problems"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, mobility decreased, mental disorder and weight increased had resolved and the abdominal pain, heavy menstrual bleeding and arthralgia had not resolved. The outcomes for device intolerance and dyspareunia were unknown. The reporter considered abdominal pain, arthralgia, device intolerance, dyspareunia, genital haemorrhage, heavy menstrual bleeding, mental disorder, mobility decreased, pelvic pain and weight increased to be related to essure administration. The reporter commented: insertion date also reported as (B)(6) 2015. Insertion details: the essure devices were inserted with ease. She then went on to have a novasure endometrial ablation which treated the vast majority of the uterine cavity with just a little area of sparing of endometrium at the fundus. Essure inserts- left + right 3 coils visible. On (B)(6) 2016 essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: both essure coils are in optimal position. The uterus is anteverted and normal in size. There is a possible small intramural fibroid but otherwise normal uterine appearances. Normal appearances of both ovaries. [X-ray] on (B)(6) 2018: bilateral essures in situ concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain lot number: he01138 manufacture date: (B)(6) 2015 expiration date:(B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in a 32 year-old female patient who had essure inserted (lot no: he01138). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("underwent an essure sterilization and a novasure" on (B)(6) 2016). The patient had a medical history of heavy menstrual bleeding, multi gravida, genital bleeding, skin warm, illness, pain abdominal, vaginal bleeding and parity 5. Previously administered products included: mirena, depo provera and oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy / abnormal bleeding"), mobility decreased ("mobility issues"), mental disorder ("psychological / psychiatric problems"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, mobility decreased, mental disorder and weight increased had resolved and the abdominal pain, heavy menstrual bleeding and arthralgia had not resolved. The outcomes for device intolerance and dyspareunia were unknown. The reporter considered abdominal pain, arthralgia, device intolerance, dyspareunia, genital haemorrhage, heavy menstrual bleeding, mental disorder, mobility decreased, pelvic pain and weight increased to be related to essure administration. The reporter commented: insertion date also reported as on (B)(6) 2015. Insertion details: the essure devices were inserted with ease. She then went on to have a novasure endometrial ablation which treated the vast majority of the uterine cavity with just a little area of sparing of endometrium at the fundus. Essure inserts- left + right 3 coils visible. On (B)(6) 2016, essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: both essure coils are in optimal position. The uterus is anteverted and normal in size. There is a possible small intramural fibroid but otherwise normal uterine appearances. Normal appearances of both ovaries. [X-ray] on (B)(6) 2018: bilateral essures in situ. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: new events dyspareunia, abdominal pain, menorrhagia, hip pain & inability to tolerate the device added. Lot number, medical history, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy / abnormal bleeding"), mobility decreased ("mobility issues") and mental disorder ("psychological / psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, mobility decreased, mental disorder and weight increased had resolved. The reporter considered genital haemorrhage, mental disorder, mobility decreased, pelvic pain and weight increased to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2015. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. On 10-mar-2021: ha number received - (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy / abnormal bleeding"), mobility decreased ("mobility issues") and mental disorder ("psychological / psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, mobility decreased, mental disorder and weight increased had resolved. The reporter considered genital haemorrhage, mental disorder, mobility decreased, pelvic pain and weight increased to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: case upgraded to serious incident. Removal date and events heavy / abnormal bleeding, mobility issues, psychological / psychiatric problems and weight gain added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.